Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. The patient reported that they had their pump refilled yesterday and it was all calibrated, but the alarm was still going off. The patient called the doctor this morning and they told the patient to call the manufacturer. It was reviewed the alarm was not something that can be turned off remotely and the patient would need to be seen in person to address the alarm. Additional information received the same day from a healthcare provider via a company representative who reported that the patient was getting a non-critical alarm earlier this week for low reservoir, so they filled the pump yesterday. The patient went home and started hearing the alarm again. Information was reviewed on how to silence active alarm. The caller was not with the patient but stated that he will relay the information on how to silence the alarm to the hcp (healthcare provider).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.